Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high pacing threshold measurements. Additional information obtained from the field which indicated that the lead had some micro-dislodgement. All other lead measurements were in normal limits. The lead was surgically abandoned. No additional adverse patient effects were reported.